Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2023, where the patient's drg system was explanted for an unknown reason. No further information is available at this time.